Event description:
On (B)(6) 2010, pt reported the buttons on the side of his infusion device are not responding. Verified it is the down button that is not working. Pt stated he noticed the issue beginning about a month ago while attempting to bolus. Pt reported the button stopped working all together over the weekend. Pt is currently on his backup infusion device. Pt stated the buttons pop back up when pressed. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.